Event description:
It was reported that the right atrial (ra) lead had a suspected fracture. It was also reported that the ra lead had an impedance greater than two-thousand-five-hundred ohms and no capture in either bipolar or unipolar configurations, and is part of the (B)(4) study. The lead was "electrically abandoned" by reprogramming to a single chamber mode, but left in place. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.